Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 4mm pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported found 1 pen needle clogged during the flow check consumer reported new to injecting - last week when started injected with the inner shield still on needle. When he went to see his diabetes educator, she informed caller to remove the inner shield.